Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 356 mg/dl and a moderate ketone level. Reportedly, a cartridge alarm 1 occurred. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 3 hours later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.